Manufacturer narrative:
A boston scientific technical services consultant reviewed the data from the patient's remote monitoring system which confirmed the values have been varying for the past six months and have never been higher than 145 ohms. The last delivered shock impedance was 96 ohms. The consultant discussed the observation and recommended to continue to monitor and possibly increase the alert limit to 150 ohms. No other adverse events have been reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting elevated shock impedance measurements which resulted in a red alert. No adverse patient effects were reported.

Manufacturer narrative:
Additional details were received stating that no additional testing was performed and they are going to continue to watch the lead and follow the recommendation of increasing shock impedance limits at the next follow up.

Manufacturer narrative:
Additional information was received confirming the out of range shock impedance measurements were still occurring. A procedure was performed to replace the patient's device. The associated lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.